Event description:
Adverse event(s); "no pt impact reported" (no consequences or impact to pt). Product problem(s): "knife would not cut" (dull). A nurse reported that a knife included in the custom pak did not cut. The surgeon used the knife on the pt, at that time he saw it did not cut, so, he took a stand-alone knife and surgery was completed successfully. There was no significant delay, and no impact to the pt. No additional info is expected. This is the first of four reports being filed for this facility.

Manufacturer narrative:
No sample was returned for evaluation and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for evaluation. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).